Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera head communication error code (e224). A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the costumer is traced to component failure. However, the most probable cause of the additional malfunction identified during investigation camera head communication error (e224) showing on monitor is due to bad connector/cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's button was not working and would not white balance. The issue was found during set up / inspection for use. There were no reports of patient harm.